Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that found no lights on drawer board. A field service engineer (fse) replaced the drawer control board, pyxis module controller, solenoid and retractor band. Fse run hardware testing application all tests successfully. After all tests passed, the station was rebooted and had to be configured under storage space configuration. Fse once configured, the customer confirmed that the inventory drawer worked fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 was repeatedly failed to open and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from other source that caused a delay in patient care. There were no adverse events or injuries reported based on this event.